Manufacturer narrative:
Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The drill bit tip broke off during surgery. It was unable to be retrieved as it was too far up towards the pelvis.

Manufacturer narrative:
No device associated with this report was received for examination. A complaint database search has identified a trend for this failure within the 2274 quickset drill family. Previous investigations have determined that use error is the likely root cause. As a result of trending health hazard evaluation, dva-106292-hhe was conducted. The investigation did not establish the need for corrective action. No evidence was found of product or design error as a contributing factor. Subsequent complaints will be monitored under sep 419 post market surveillance. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary..